Manufacturer narrative:
(B)(4).

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume event was identified which occurred in the therapy initiated on (B)(6) 2015 at 23:59:41. During night drain cycle three, the patient's ultrafiltration reading was 1451ml, indicating the home patient drained 1451ml more than their maximum programmed fill volume of 2300ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received and evaluation is complete. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device was determined to meet functional and electrical performance specification requirements per rite testing. The increased intra-peritoneal volume (iipv) event was identified during review of the event history log. The cause was one or more cycles were advanced to the next fill when a slow/no flow occurred above the minimum drain volume threshold. A review of the service history revealed no issues that would have caused or contributed to the iipv. Should additional relevant information become available, a supplemental report will be submitted.